Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
As reported by field clinical specialist, nearly seven years post implant of a sapien valve in the aortic annulus, the patient is being worked up for a valve in valve due to stenosis. A case has not yet been scheduled. No additional information has been provided.

Manufacturer narrative:
Supplemental report for additional information and device evaluation completed. Updated b3, b5, b7, g3, g6, h2, h6, and h10. Per medical records received: the patient is a 78 y/o male with a pmh of shortness of breath, bladder cancer, cad with pci, ckd (per family member), dm, diabetic foot infection & toe amputation, exposure to hep b, gerd, hypercholesterol, stroke, thromboembolism of right leg, the 26mm sapien was implanted in the aortic position in 2014. Tte performed 7 years and nine months post procedure showed the bioprosthetic aortic valve with mild aortic regurgitation. The av peak/mean gradient was 26/16mmhg. Tte performed seven years and ten months post procedure showed bioprosthetic aortic valve with limited mobility of left cusp facing leaflet, non coronary facing leaflet has normal mobility with mild restricting in mobility of the right cusp facing leaflet. Overall leaflets appear thickened and may suggest potential valve degeneration. No obvious thrombus noted. There was mild transvalvular regurgitation. The av peak/mean gradient was 59/43mmhg. Seven years and eleven months post procedure, the patient presented to the emergency department of worsening shortness of breath and possible tavr thrombus. The patient was started on heparin medication. Cardiology consultation note stated the patient presents with acute diastolic chf likely precipitated by clinical bioprosthetic valve degeneration. There is a plan for tavr-tavr with a non-ew valve. Tte performed seven years and eleven months post procedure showed the bioprosthetic aortic valve with moderate sclerosis of the aortic valve cusps. Moderate annular calcification. There was severe stenosis. There was mild to moderate transvalvular regurgitation with multiple jests. The av peak/mean gradient was 71/78mmhg. Tte performed 7 years and eleven months post procedure showed bioprosthetic aortic valve with severely calcified cusps and severe stenosis. The av peak/mean gradient is 79/49mmhg. Tte performed eight years post procedure showed bioprosthetic aortic valve with severe as. No thrombus was noted. Tte performed eight years and nine months post procedure, the patient presented with severe symptomatic aortic stenosis, nyha class 4. The patient had a tavr in tavr (26mmsapien in a 26mm non-ew valve) via right transfemoral approach. Possible thrombus was not confirmed by either CT or echocardiogram findings provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history review and lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Edwards sapien with retroflex 3 delivery system was reviewed for instructions relating to the complaint event. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, stent creep, suture line disruption of components of a prosthetic valve, thickening, stenosis) is noted as a potential risks specifically associated with the use of the bioprosthesis include. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed by medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As noted, patient had hypercholesterolemia, ckd, and diabetes. It is well known that patient with these pre-existing comorbidities may increase the risk of valve stenosis/calcification. As such, available information suggests that patient factors (hypercholesterolemia, ckd, and diabetes) may have contributed to the complaint event. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist, nearly seven years post implant of a sapien valve in the aortic annulus, the patient is being worked up for a valve in valve due to stenosis. A case has not yet been scheduled. No additional information has been provided.